Event description:
The customer's family member reported, the customer's freestyle lite meter would turn on with the button and not when the test strip is inserted. The customer experienced vomiting, blurred vision, and dizziness. The paramedics were called and treated the customer with insulin. The customer was transported to a hospital, where she was diagnosed with severe hyperglycemia and treated with insulin and unknown intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer was using incompatible test. This issue does not involve a product malfunction; therefore, no product investigation is necessary.